Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 411 mg/dl. The customer reported a past event regarding sensor connections issues mentioned that it happened 7 days ago. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the customer treated for high blood glucose using insulin pump corrective bolus. Auto mode feature was inactive and automatically adjusting insulin at time of high blood glucose event. Customer reported that he will change the set first since he can smell insulin dripping. The devices will not be returned for analysis.